Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens discarded by facility.: evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens and the lens flipped upside down in the patient's eye. The lens was damaged. The lens was removed with no patient injury and was discarded by the facility. The backup lens was implanted.